Event description:
According to available information, this device required replacement due to tubing length. It was discovered during surgery that a capsule formed around the pump. The surgeon removed the reservoir to see if there was an issue with it and cut the tubing. The tubing to the reservoir was too short so the reservoir was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.